Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (b)(6) 2026. On (b)(6) 2026, at approximately 7:30 AM. Later that day, at around 6:00 PM, he began experiencing redness, tenderness, and a bump at the sensor insertion site. These symptoms persisted from (b)(6) 2026. During this period, the patient did not use any medications, creams, or other treatments to relieve the symptoms. On (b)(6) 2026, at approximately 11:00 PM, the patient removed the sensor due to both the ongoing symptoms and concerns regarding inaccurate readings. The following day, (b)(6) 2026, at approximately 8:00 AM, the patient independently visited (b)(6). During this visit, no CGM or BGM readings were checked or obtained. The patient remained at the facility for approximately 1 hour and 15 minutes and left at around 9:15 AM. The patient was evaluated by Dr. (b)(6), who performed an assessment and diagnosed the patient with a bacterial infection. The physician administered an injection at the clinic; however, the patient is unable to recall the name of the medication or its specific purpose. Dr. (b)(6) also prescribed Sulfamethoxazole-Trimethoprim DS (Bactrim DS) 800 mg/160 mg, with instructions to take two tablets daily for 10 days. The patient took the medication from (b)(6) 2026. The physician advised the patient to return for further evaluation if additional medical attention was needed regarding the symptoms. After several days of treatment, the redness and tenderness improved and eventually subsided. The patient reports that a small bump remains at the insertion site, but it is smaller than before. At present, the patient states that he is feeling well and significantly better than he was previously. At the time of the report, patient condition was stable. Although the patient described scarring, based on the report date and event date, the reaction was less than three months old and would therefore still be in the healing phase with no indication of permanent scarring yet. No other details were provided. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(b)(4).This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.Labeling indicates: Inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. redness, swelling, bruising, itching, scarring or skin discoloration).